Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that post implantation of a xience xpedition stent in the distal right coronary artery, the patient experienced chest heaviness and left shoulder pain, noted to be unstable angina. Medication was provided. One day post procedure, creatinine kinase-myocardial band (ck-mb) and troponin I were noted to be elevated. Ck-mb was elevated less than 5 times the normal upper limit, but troponin I was greater than 5 times the normal upper limit. Two days post procedure, the patient experienced tingling in the hands and left sided jaw pain. Three days post onset, the events resolved and the patient was discharged home. There was no additional information provided.